Event description:
It was reported that the patient was discharged the following day after the procedure. Concerns were noted regarding the sling device, which appears to be somewhat loose. When the patient stands, the weight distribution reportedly causes a prolapse into the perineal area. No additional patient complications were reported.